Manufacturer narrative:
Device passed displacement test. Device was received with missing keypad overlay and missing display window cover. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's button was detaching and had physical damage to reservoir lip ring. Customer's blood glucose value was 125 mg/dl. The device will return for analysis.